Event description:
The customer reported seventeen (17) false negative results with the ID now covid-19 assay performed on various dates involving various lots. This MFR. Report addresses test one (1) of seventeen (17) and lot 1064887 (total quantity: 1). The customer reported one false negative with the ID now covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasal swab sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1064887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064887, test base part number 190-430 / lot 1064887. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064887 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-04511 - 1221359-2022-04527.